Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced audio alert malfunction characterized by alert 65 with audio over/under current, and the alert persisted after a guided restart, indicating a restart/malfunction condition; the device was replaced and the user was instructed to use backup therapy until the replacement was obtained. Symptoms included no impact to blood glucose and no clinical effects. Outcomes included continuation of therapy with backup methods and replacement of the device. Investigation included collection of event details, and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the audio subsystem consistent with an audio over/under current condition; the malfunction recurred after restart, supporting a hardware-related alert failure. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure of the audio circuit leading to an alarm malfunction.